Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the thermal zebra printer was not printing labels. A field service engineer (fse) found that the medication logistics management (mlm) printer on 200 e was not working. With permission from pharmacy, fse remotely accessed the 200 e med station and discovered that no driver was loaded for the mlm printer. The customer unplugged the printer, and once it was powered back on, the drivers loaded successfully. Fse configured the printer settings, ran a test label which printed correctly, then rebooted the station. After the customer logged in, user was able to print labels without issue. The printer was restored to normal operation on 200 e. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es thermal zebra printer was not printing labels. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.